Manufacturer narrative:
During preventive maintenance, on (B)(6) 2019, the autopulse platform (sn (B)(4)) failed initial functional testing due to user advisory (ua) 02 (compression tracking error) error message. The root cause for the ua02 error message was due to the defective load cell 2. Upon visual inspection, observed damages on the top cover, motor cover and head restraint. The autopulse platform is a reusable device and was manufactured in 2006 and is 12 years old, well beyond the expected service life of five years. Therefore, this type of damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The autopulse platform failed initial functional testing due to ua02 (compression tracking error) error message. Unable to communicate with the autopulse platform through u59 on the processor board. The processor board needs to be replaced to remedy the problem. The service could not be performed due to the non-availability of the replacement part. The replacement part for autopulse 1.1 is no longer available. Informed customer about the non-availability of the parts and the platform is not certified for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During preventive maintenance, on (B)(6) 2019, the autopulse platform (sn (B)(4)) failed initial functional testing due to ua02 (compression tracking error) error message.